Manufacturer narrative:
(B)(4). The device has been received for evaluation. Also, the data log was provided by the patient. The data was reviewed on (B)(6) 2015; however, did not include the date of issue. Therefore, the reported event of no audio output could not be confirmed. The root cause could not be determined. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. At the time of contact the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. An interior inspection was performed and the inspection passed. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker.